Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that they functioned properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Reference manufacture number: 2032227-2014-44791. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump experienced three different no delivery alarms at the time of the event. The customer's blood glucose level was reported to be 152 mg/dl. She was advised to disconnect at the quick release to troubleshoot. She also reported that she had bolus several times and got not applicable for active insulin. The reservoir was not flushed to the insulin pump. The product will be returned. Nothing further to report.